Event description:
Simply would prime.

Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - 1 opened tissue removal system. Per mfg, the unit was not evaluated and was disposed of due to potential pt contact. Without eval, the assignable cause for this failure cannot be determined. The DHR for lot 07213-04 was reviewed. The units met mfg specs before release and there were no issues related to the complaint. There were (B)(4) released from lot 07213-04. A review of lot history showed that there were (B)(4) units that were reported to have failed. This lot has a failure rate of (B)(4). No significant trend was observed.